Manufacturer narrative:
(B)(4)

Event description:
Simultaneous deployment it was reported that t1 and t2 deployed simultaneously from the ultra fast-fix curved device. Both implants were removed from the patient. A backup ultra fast-fix curved device was used to complete the procedure. No patient impact as a result. There was a reported short delay of less than 30 minutes.

Manufacturer narrative:
Device investigation narrative - one ultra fast-fix curved device 72201491 received. Visual inspection shows that the device has been manually advanced and is locked in the fully advanced position. The blue split cannula is intact. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. In a communication the customer stated that both t1 and t2 were removed from the patient. No sutures and no "t" were returned. This device requires manual advancement for each "t". There would be no "simultaneous deployment" with individual manual cycling. Advancement of t2 may have been an inadvertent action. Simultaneous deployment cannot be confirmed. No further investigation warranted. Corrected UDI: no UDI number assigned. (B)(4).